Manufacturer narrative:
The customer did not return the suspected device for evaluation. The lot # provided by the customer for the contour test strips involved in the event occurrence was 0fj2b02a, which is invalid. The valid lot # is 0fj3b02a. Therefore, the in-house contour meter with serial # (B)(6) was tested with the in-house contour test strips with lot # 0fj3b02a and in-house contour control solution with lot # 1bw2p17, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found. Section d4 has been updated with the correct lot #.

Manufacturer narrative:
The patient/family identifier was the initial reporter name and address, so personal information was not entered. No information was captured in sections age or date of birth and weight as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from italy reported that he obtained blood glucose readings of 68 mg/dl and 280 mg/dl with the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
During the follow-up testing, the in-house contour meter was tested with the in-house contour test strips from lot #0fj3b02a using a blood sample, which gave a satisfactory performance.